Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 877 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 1/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the bolus button cover was damaged but the button was able still operable during the investigation. Also unrelated to the initial complaint, it was observed that the keypad was peeling up at the ok button. All the keypad buttons were responsive during the investigation. The keypad cover was removed to inspect under the contacts and there was no contamination found under the contacts.